Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812 was confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 812, which occurred after patient delivery. Upon reviewing the pump's event history, baxter quality engineering discovered that failure code 812:05 was a cascade failure of failure code 810:11, which interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.